Manufacturer narrative:
The hill-rom technician found that the cable was burned near the outlet. The technician inspected the cable and found the most probable cause was strain on the cable. The power socket is too far from the position of the lift causing the cable to bend near the socket and pull on the socket. When the power socket is mounted too high up on a wall, the account was advised to use an extension cable or use another socket so the cable is not strained and bent. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The hill-rom technician replaced the charging cable to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating that the power cable has burnt. The lift was located in the hallway at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).